Event description:
It was reported that the pt was hearing a cracking noise with his cochlear implants since 2.5 weeks, which was followed by the sound going off. No infections or head trauma were reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.